Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1228047. Medical device expiration date: 2022-11-30. Device manufacture date: 2021-08-16. Medical device lot #: 1350316. Medical device expiration date: 2023-03-31. Device manufacture date:2021-12-16.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes have low draw volume. The following information was provided by the initial reporter. The customer stated: customer states tubes are not filling to fill lines. Whatever is drawn is getting coagulated. Product # 367841 lot # 1228047/1350316, only filling about half way.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-29. H.6. Investigation summary: bd received100 samples from lot 1228047, 100 samples from lot 1350316 and 2 photos from the customer in support of this complaint. The photos were evaluated and the indicated failure mode of underfill was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the photos attached; however, the defect was not observed in the sample and retention testing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes have low draw volume. The following information was provided by the initial reporter. The customer stated: "customer states tubes are not filling to fill lines. Whatever is drawn is getting coagulated. Product # 367841 lot # 1228047/1350316, only filling about half way.¿.